Event description:
It was reported that during insertion procedure of groshong PICC line, user came to know that device is faulty when she was priming before insertion. Used fresh kit of groshong PICC line and patient received treatment asper plan. No other information was provided. It was reported this occurred with 4 devices. This report addresses all 4 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen groshong nxt clearvue catheter with an inlaid stiffening stylet. No obvious use residue was observed on the sample. Two small splits were observed between the 27cm and 28cm depth markings. Microscopic inspection of the dissected catheter shaft revealed serrations on the inner wall which was consistent with the damage observed on the outer wall of the catheter shaft. The features of the damage observed on and within the catheter shaft suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter or compression of the catheter with the stylet still inserted. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during insertion procedure of groshong PICC line, user came to know that device is faulty when she was priming before insertion. Used fresh kit of groshong PICC line and patient received treatment asper plan. No other information was provided. It was reported this occurred with 4 devices. This report addresses all 4 devices.